Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed al pin gauge tests. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator delivered several anti-tachycardia pacing and tachy shocks due to 1:1 atrial driven rhythm episodes. Therapy got exhausted in some of the episodes. Additional information was received confirming that no reprogramming was done as some of the episodes given were appropriate. Additionally, it is mentioned that the patient had not being taken his medications properly. It was planned to have his home health nurse helping with the medications. This device remained in service and was eventually explanted and replaced due to unspecified reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered several anti-tachycardia pacing and tachy shocks due to 1:1 atrial driven rhythms episodes. Therapy got exhausted in some of the episodes. Additional information was received confirming that no reprogramming was done as some of the episodes given were appropriate. Additionally, it is mentioned that the patient had not being taken his medications properly. It was planned to have his home health nurse helping with the medications. This device remains in service and no additional adverse patient effects were reported.